Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the inspection of the device revealed that the screw head had not experienced the degree of deformation that would be expected of a 12 nm tightening torque. Furthermore, no indentations were visible on the blocker. Tightening to 12 nm will leave a visible dent caused by the pressure of the rod on the blocker. No such dent was present. Furthermore, the threads of the screw tulip were deformed and damaged, suggesting cross threading of the blocker and tulip threads. This would contribute to instability of the blocker within the tulip, as the blocker would not be properly seated. No manufacturing issues were identified during manufacturing record review. Conclusion: the most likely cause of the reported event is insufficient tightening of the blocker during final tightening, with cross threading likely contributing to the event.

Event description:
It is reported by the surgeon of the hospital, the locking mechanism of the polyaxial screw loosened.

Event description:
It is reported by the surgeon of the hospital, the locking mechanism of the polyaxial screw loosened.